Event description:
Reporter indicated that since receiving the vns implant, the pt has not experienced any grand mal seizures. It was reported that over the past few weeks, the pt has been experiencing 2-3 grand mal seizures a day. It was also reported that the pt's magnet is no longer an effective way to abort the pt's seizures. The change in seizure activity started around the same time the pt's felbatol dosage was increased. The pt has lennox gastaut syndrome and cannot say whether or not pt feels pain. Further f/u revealed that it is possible that when the pt's device was last programmed, an error occurred and the pt was not re-interrogated before leaving the physician's office. This may have led to a no output condition and therefore the pt would not have been receiving therapy. Attempts to obtain add'l info have been unsuccessful to date.